Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 2.00mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, on the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).